Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e it was confirmed that it was rubber plug residue. This event occurred forty times. The following information was provided by the initial reporter. The customer stated: "there was obvious rubber plug residue at the bottom of the tube. After disassembling some discarded samples, it was confirmed that it was rubber plug residue. Two batch numbers were involved: 2227082 and 2259022. After receiving the complaint, I personally went to observe the whole process of blood collection and centrifugation on the blood donation vehicle at the blood donation point. The batch number involved: 2259022. The blood donation vehicle had its own centrifuge. After centrifugation, it was found that there were obvious rubber residues at the bottom of the tube."

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 22-jun-2023. H6. Investigation summary: bd received 20 samples and 9 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e it was confirmed that it was rubber plug residue. This event occurred forty times. The following information was provided by the initial reporter. The customer stated: "there was obvious rubber plug residue at the bottom of the tube. After disassembling some discarded samples, it was confirmed that it was rubber plug residue. Two batch numbers were involved: 2227082 and 2259022. After receiving the complaint, I personally went to observe the whole process of blood collection and centrifugation on the blood donation vehicle at the blood donation point. The batch number involved: 2259022. The blood donation vehicle had its own centrifuge. After centrifugation, it was found that there were obvious rubber residues at the bottom of the tube."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2259022. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-09-16. D.4. Medical device lot #: 2227082. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2022-08-15.